Event description:
The customer reported, that following multiple access pressure problems on prisma machine, the pt was placed on another prisma machine. He was disconnected from the first prisma machine at 8:16 pm in 2007 and connected to the second prisma machine at 8:49 am the following day. The staff had been experiencing multiple "access pressure - extremely negative" warning alarms twenty-seven minute treatment. During the early morning hours, prior to event day, the staff attempted several times to resume cvvhdf treatment, but each time access problems with the pt's catheter continued to prevent continued treatment. The pt was on and off the machine and finally the treatment was discontinued at 9:16 am. At 10 am the family and the physician decided to not attempt any further crrt treatment and the pt expired at 2:48 pm the same day, after five and a half hours after ending the treatment.